Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was noted that the right atrial (ra) lead would not capture. Lead revision was attempted but the fixation mechanism on the lead would not fully retract. The lead was capped and replaced. No further patient complications have been reported as a result of this event.